Manufacturer narrative:
A philips product support engineer (pse) reviewed the information provided for the confirmed event on date 25mar2025 oit-8 bed. The pse determined that there are many inops logged in this time frame. The quick toggling between inop generation and inop completion supports that the root cause for this issue might be an intermittently defective adapter cable or sensor cable. Therefore, we would recommend in such a situation, with this quick toggling, first check whether there is a defective adapter cable, sensor cable or sensor. The fse also noted that the customer had installed a masimo root platform monitor so spo2 was being monitored redundantly. The fse stated that the customer has not had any new events since the last reported event. A list of questions were provided the fse, including what logs would be required to provide an accurate review if the event reoccurs. It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. A philips product support engineer (pse) reviewed the limited information provided and determined that there were many inops logged in this time frame. Although an intermittently defective adapter cable may have been the cause, this was not able to be confirmed; therefore, the root cause was not able to be determined. Additional information provided indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. Based on this information, some of the event details remain unknown.

Manufacturer narrative:
It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. It was indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. The product support engineer is still in the process of reviewing the available information. The case is still in investigation and a follow up will be provided when complete.

Manufacturer narrative:
An attempt was made to try and confirm the event date, but the philips field support engineer was unable to confirm the date. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the spo2 measurements are incorrect, or the measurement stops without a technical inop alarm. It was indicated the issue was noted on adult patients who were connected with an spo2 finger sensor. The users restarted the monitors, which resolved the issue for some time. In one care unit, changing disinfectant wipes appears to have reduced the reported issue but in other units, the issue occurred again. The reported issues result in intermittent monitoring of ICU patients; however, there was no actual patient harm at this time.